Manufacturer narrative:
Omit: b21. Type of investigation not yet determined, c21. Results pending completion of investigation, d16. Conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary. The reported over infusion of methotrexate could not be confirmed or replicated during laboratory testing; however, this issue may be attributed to the use of third-party parts. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. During the external inspection the door latch assembly had no resistance and swung open and closed easier than expected. It was observed that the door latch torsion spring was not properly installed and misaligned. The membrane frame assembly, door latch assembly and sear were observed to be from third-party. No other issues or anomalies were identified during the inspection of the suspect device. Internal inspection of the device found fluid residue contamination in both left and right iui. Fluid ingress and corrosion were observed at the bottom of the rear case. The ground screw of the door harness showed signs of green corrosion, and the snap rivet on the logic board was missing. Both snap rivets from the membrane frame assembly were also missing, as well as the screw from the membrane frame assembly. The bezel assembly was observed to be from third-party. No other issues or anomalies were identified during the inspection of the suspect device. The pump module event log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it is recorded on the pcu. The facility did not provide the data set. A review of the pump module error log showed no records related to the reported issue of the suspect pump module. There was no recorded activity on the reported date of the incident (B)(6) 2025; however, an infusion for an unknown drug was programmed and started on (B)(6) 2025, at 10:05 pm. The rate was 20 ml/hr and the volume to be infused (vtbi) was 470 ml. On (B)(6) 2025, at 2:24 am, an air-in-line alarm was observed and the infusion was restarted. At 2:28 am, a second air-in-line alarm occurred and the infusion was restarted. A third air-in-line alarm was observed a minute later and the channel was selected. At 3:13 am, the pump module¿s door was opened and two minutes later the unit was channeled off. At 3:45 the door was opened and a safety clamp open alarm with a duration of 3 seconds was observed. The previous infusion was then restored at 3:46 am with the remaining volume of 383.628 ml but was interrupted by a patient side occlusion alarm 17 seconds later. The infusion was restarted and then paused at 3:47 am. The door was then opened and a safety clamp open alarm with a duration of 4 seconds was observed. The door was closed and the infusion was restarted at 3:48 am. The unit was channeled off 23 seconds later. No other infusions were recorded for the device after this date. The volume infused from the start of the initial infusion (B)(6) 2025 at 10:05 pm) and the end of the infusion (B)(6) 2025 at 2:29 am) was calculated at 86.372 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Occluder spring functional tests observed no issues, and all tests passed, indicating the occluders and spring were functioning as intended. The incident administration set was not returned for this investigation; therefore, testing could not be performed. Root cause. The root cause of the reported over infusion of methotrexate was not identified during the investigation. However, the use of third-party parts might be a possible contributing factor. The returned device was fully evaluated, and no other issues or anomalies were observed during the laboratory testing. This report lists imdrf annex a040502, a040506, a1801, g04037, g02017, g04070, c070606, c0601, d0302, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an incident where the alaris device was programmed to run over 24 hours and was complete within 4 hours. The customer later provided the following information: the event occurred on (B)(6) 2025 at 2:30am. The infusion was methotrexate with an intended infusion rate of 20ml/hr and a volume to be infused of 470ml (over 23.5 hours at 20ml/hr). The infusion concentration was methotrexate 5, 445mg in 470ml of dextrose 5%. It was also noted that there was a vincristine 2mg in 25ml (bolus infusion) and d5w 1/2ns with sodium bicarbonate 40meq/l 1,000ml infusion running at 151 ml/hr infusions running at the time of event. It was reported that 400ml had infused in about 4 hours. The customer also later clarified that the error was discovered when the nurse noticed the pump alarming for air-in-line, and subsequently that the bag was empty after only several hours, instead of the expected 24 hours. The patient required a repeat procedure which included a repeat lumbar puncture and repeat infusion. Received a copy of the customer's medwatch report from FDA which states, "infusion pump was programmed to run 20 ml/hr for 23.5 hour methotrexate infusion. Infusion alarmed empty after 4 hours. Pump ran wrong rate and/or ran at gravity, despite the tubing being inserted correctly and the pump being programmed correctly."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an incident where the alaris device was programmed to run over 24 hours and was complete within 4 hours. The customer later provided the following information: the event occurred on (B)(6) 2025 at 2:30am. The infusion was methotrexate with an intended infusion rate of 20ml/hr and a volume to be infused of 470ml (over 23.5 hours at 20ml/hr). The infusion concentration was methotrexate 5, 445mg in 470ml of dextrose 5%. It was also noted that there were a vincristine 2mg in 25ml (bolus infusion) and d5w 1/2ns with sodium bicarbonate 40meq/l 1,000ml infusion running at 151 ml/hr infusions running at the time of event. It was reported that 400ml had infused in about 4 hours. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of methotrexate could not be confirmed or replicated during laboratory testing; however, this issue may be attributed to the use of third-party parts. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. During the external inspection the door latch assembly had no resistance and swung open and closed easier than expected. It was observed that the door latch torsion spring was not properly installed and misaligned. The membrane frame assembly, door latch assembly and sear were observed to be from third-party. No other issues or anomalies were identified during the inspection of the suspect device. Internal inspection of the device found fluid residue contamination in both left and right iui. Fluid ingress and corrosion were observed at the bottom of the rear case. The ground screw of the door harness showed signs of green corrosion, and the snap rivet on the logic board was missing. Both snap rivets from the membrane frame assembly were also missing, as well as the screw from the membrane frame assembly. The bezel assembly was observed to be from third-party. No other issues or anomalies were identified during the inspection of the suspect device. The pump module event log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it is recorded on the pcu. The facility did not provide the data set. A review of the pump module error log showed no records related to the reported issue of the suspect pump module. There was no recorded activity on the reported date of the incident (19sep2025); however, an infusion for an unknown drug was programmed and started on 16sep2025, at 10:05 pm. The rate was 20 ml/hr and the volume to be infused (vtbi) was 470 ml. On 17sep2025, at 2:24 am, an air-in-line alarm was observed and the infusion was restarted. At 2:28 am, a second air-in-line alarm occurred and the infusion was restarted. A third air-in-line alarm was observed a minute later and the channel was selected. At 3:13 am, the pump module¿s door was opened and two minutes later the unit was channeled off. At 3:45 the door was opened and a safety clamp open alarm with a duration of 3 seconds was observed. The previous infusion was then restored at 3:46 am with the remaining volume of 383.628 ml but was interrupted by a patient side occlusion alarm 17 seconds later. The infusion was restarted and then paused at 3:47 am. The door was then opened and a safety clamp open alarm with a duration of 4 seconds was observed. The door was closed and the infusion was restarted at 3:48 am. The unit was channeled off 23 seconds later. No other infusions were recorded for the device after this date. The volume infused from the start of the initial infusion (16sep2025 at 10:05 pm) and the end of the infusion (17sep2025 at 2:29 am) was calculated at 86.372 ml. The infusion program infused approximately four hours and nineteen minutes (4:19) before the first air-in-line alarm was observed. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Occluder spring functional tests observed no issues, and all tests passed, indicating the occluders and spring were functioning as intended. The incident administration set was not returned for this investigation; therefore, testing could not be performed. Root cause: the root cause of the reported over infusion of methotrexate was not identified during the investigation. However, the use of third-party parts might be a possible contributing factor. The returned device was fully evaluated, and no other issues or anomalies were observed during the laboratory testing. Note that this report lists imdrf annex a040502, a040506, a1801, g04037, g02017, g04070, c070606, c0601, d0302, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an incident where the alaris device was programmed to run over 24 hours and was complete within 4 hours. The customer later provided the following information: the event occurred on 19sep2025 at 2:30am. The infusion was methotrexate with an intended infusion rate of 20ml/hr and a volume to be infused of 470ml (over 23.5 hours at 20ml/hr). The infusion concentration was methotrexate 5, 445mg in 470ml of dextrose 5%. It was also noted that there was a vincristine 2mg in 25ml (bolus infusion) and d5w 1/2ns with sodium bicarbonate 40meq/l 1,000ml infusion running at 151 ml/hr infusions running at the time of event. It was reported that 400ml had infused in about 4 hours. The customer also later clarified that the error was discovered when the nurse noticed the pump alarming for air-in-line, and subsequently that the bag was empty after only several hours, instead of the expected 24 hours. The patient required a repeat procedure which included a repeat lumbar puncture and repeat infusion. Received a copy of the customer's medwatch report from FDA which states, "infusion pump was programmed to run 20 ml/hr for 23.5 hour methotrexate infusion. Infusion alarmed empty after 4 hours. Pump ran wrong rate and/or ran at gravity, despite the tubing being inserted correctly and the pump being programmed correctly."

Manufacturer narrative:
Omit: e2403 - no clinical signs, symptoms or conditions, f26 - no health consequences or impact correction: adverse type, describe event or problem, FDA notified?, type of reportable events additional information: event attributed to, report source other, imdrf annex e, f codes, related report number grid and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an incident where the alaris device was programmed to run over 24 hours and was complete within 4 hours. The customer later provided the following information: the event occurred on (B)(6) 2025 at 2:30am. The infusion was methotrexate with an intended infusion rate of 20ml/hr and a volume to be infused of 470ml (over 23.5 hours at 20ml/hr). The infusion concentration was methotrexate 5, 445mg in 470ml of dextrose 5%. It was also noted that there were a vincristine 2mg in 25ml (bolus infusion) and d5w 1/2ns with sodium bicarbonate 40meq/l 1,000ml infusion running at 151 ml/hr infusions running at the time of event. It was reported that 400ml had infused in about 4 hours. The customer also later clarified that the error was discovered when the nurse noticed the pump alarming for air-in-line, and subsequently that the bag was empty after only several hours, instead of the expected 24 hours. The patient required a repeat procedure which included a repeat lumbar puncture and repeat infusion. Received a copy of the customer's medwatch report from FDA which states, "infusion pump was programmed to run 20 ml/hr for 23.5 hour methotrexate infusion. Infusion alarmed empty after 4 hours. Pump ran wrong rate and/or ran at gravity, despite the tubing being inserted correctly and the pump being programmed correctly."